Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the battery gauge was fluctuating. Subsequently, the pump shutdown. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.